Manufacturer narrative:
The cause of the issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was being placed on impella cp for hemodynamic support. The us complainant had a cp being prepped when the sterile staff operator "had issues". The pump was removed and replaced. There was no harm to the patient.